Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead cannot pace. The atrial lead remains implanted however is not in use due to device mode programmed to vvi. No patient complications have been reported as a result of this event.